Event description:
A pt had been hospitalized on or about 03/21/06 due to hyperglycaemia and high ketones. The pt believes the pump is not working correctly, she has changed her infusion sets, cartridge, and it does not resulve. The device will be returned for evaluation.